Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: electrical system required puncture on cable and failed leak test at the back of serial plate. Based on the results of the investigation, it is likely that the malfunction, camera will not produce pictures. A definitive root cause of the event could not be identified. Based on the results of the investigation, the following factors likely led to the malfunctions: the electrical system required a puncture on the cable and failed the leak test at the back of the serial plate. The most probable cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no picture. The issue was found during set up of the device. There were no reports of patient harm.